Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 2. Reference medwatch with a1 pt for suspect device in coaguchek system 1.

Event description:
Caller states the pt tested 1.5 inr on coaguchek system 1 and 2.2 inr on coaguchek system 2 during duplicate testing. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.